Event description:
Implant failed due to a failure to osseointegrate.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction is provided in this follow-up report.

Event description:
The user indicated a malfunction of the device during placement, however based on the available information the exact issue could not be identified. The malfunction did not cause or contribute to a death or serious injury. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.